Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the customer is replacing a (9) pcu front cases with keypad failure .there was no patient involvement. Per customer. The 9 failure modes reported as follows: device not turning on, intermittent failure, no power x3, s6 not working, s2 clear canceled, s4 silence x2.